Manufacturer narrative:
Insulin pump received with blank display due to moisture damage to the electronic devices noted. Insulin pump received with broken battery tube thread and broken reservoir tube lip noted. The test reservoir does not stay locked in place due to reservoir tube lip broken off. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump's screen, battery compartment and reservoir compartment was cracked. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.